Event description:
It was reported the during preventative maintenance, the device was found to have no output and physical damage to the front and back case. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis could not confirm the report of no output. Analysis did confirm the upper and lower cases were broken. It was also noted that the side bail covers were broken and the ring cover was broken and contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.